Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited clinic with driveline infection on (B)(6) 2026. The cultures were positive for staphylococcus epidermidis. There were no reports of driveline trauma. The patient was started with cipro and doxy for 1 week.